Manufacturer narrative:
(B)(6). Date of report: 06aug2019. The fse replaced the data acquisition (da) to motor controller (mc) cable, da pcba, mc pcba, power management (pm) pcba, cpu and gas delivery system assembly to troubleshoot the issue. The reported problem still persisted. The fse then replaced the mc, pm, and cpu pcba's again to resolve the reported issue. The fse programmed unit with software version 2.30, serial number, and unit hours. Unit was tested and passed. The part was returned to the manufacturer for investigation: it was determined: the u19 pin 4 shorting to pin 10 (gnd) on pm pcba s/n- ss1622015 and the u19 pin 4 shorting to pin 10 (gnd) on pm pcba s/n- sc17320kf created the 1007 error code vent inop. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that after preventative maintenance (pm) the unit had reported error of machine and proximal pressure sensors failed. There was no patient involvement at the time the issue was discovered.